Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had recently been hospitalized due to a low blood glucose level. Blood glucose level at the time of admission was 53 mg/dl. Caller also reported that the insulin pump's pistons were not stopping as normal and the numbers would not populate on the display. Caller reported that the insulin pump over-delivered insulin, possibly as much as the entire reservoir. Blood glucose level ws 144 mg/dl at the time of the call. No further information was provided.